Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made without resolve. It was reported that device lock has not been established sine device repositioning surgery on (B)(6) 2013. The device revision surgery is under consideration.